Event description:
It was reported that the patient experienced unspecified complications with his artificial urinary sphincter (aus). All components were removed. A full recovery is expected.

Manufacturer narrative:
G5 combination product? Updated. B3: date of event is an estimate.

Manufacturer narrative:
Date of event is an estimate.

Event description:
It was reported that the patient experienced unspecified complications with his artificial urinary sphincter (aus). All components were removed. A full recovery is expected.